Event description:
Customer reported he was not able to hear alarms. Customer stated he changed infusion set, performed rewind, and manual primed. However, no audible tones occurred. Troubleshooting was performed and pump appeared to be operating normally.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.